Manufacturer narrative:
A partial lead with the connector portion measuring 45.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial oversensing. The atrial lead was explanted and replaced. The patient was discharged from the operating room with stable vitals.